Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital for evaluation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event. The patient was riding a motorcycle at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and continued to wear the lifevest.